Manufacturer narrative:
This event occurred during annual routine maintenance and had no patient involvement. In addition to the power supply issue, it was also noted that the front panel was cracked, rusted, and had several deep scratched present. The bottom chassis and rear panel were also rusted. The scope socket was worn out and causing a poor connection. The unit was equipped with the old version iris cable that needs updated. An expired non-olympus lamp was installed in the unit and giving a meter reading of 500+ hours. Poor air pressure was also found during the evaluation. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
During annual routine maintenance for the evis exera ii xenon light source, a faulty power supply was discovered, causing no power to come from the unit. There was no patient involvement during this event.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 05-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the investigation confirmed no power due to a faulty power supple. The specific root cause of the faulty power supply could not be determined at this time. Olympus will continue to monitor field performance for this device.